Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah and bilateral salpingo-oophorectomy on (B)(6) 2005 and cystoscopy and exploratory laparotomy on (B)(6) 2006 due to pop and sui. On (B)(6) 2005 it was reported that patient had erosion of marlex mesh abdominal sacrocolpopexy and pelvic reconstruction for pop on (B)(6) 2006. It was reported that following insertion the patient experienced pain, erosion, recurrence, and vaginal scarring. It was reported that patient underwent partial and full mesh removal on (B)(6) 2006 and on (B)(6) 2006 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported the attorney that the patient underwent a surgical procedure on (B)(6) 2005 and a bard mesh was implanted. It was also reported that the patient underwent another gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.